Event description:
A report was received that the patient was experiencing undesired stimulation to a non-target area. High impedances were noted on all but two contacts. The patient underwent a revision, during which, the physician explanted both of the patient's leads.

Event description:
A report was received that the patient was experiencing undesired stimulation to a non-target area. High impedances were noted on all but two contacts. The patient underwent a revision, during which, the physician explanted both of the patient's leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2138-50, serial/lot:(B)(4), description: linear lead, 50 cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
Sc-2138-50, s/n (B)(4): the complaint of high impedance was confirmed. Visual inspection revealed pronounced kinks on both lead bodies where the leads appear to have been sutured. X-ray inspection revealed broken/severed cables at the suture areas. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The severed cables are the reason for the high impedances observed.

Event description:
A report was received that the patient was experiencing undesired stimulation to a non-target area. High impedances were noted on all but two contacts. The patient underwent a revision, during which, the physician explanted both of the patient's leads.